Event description:
It was reported that a spectrum iq pump displayed a blank screen during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an blank screen was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an faded liquid crystal display. The liquid crystal display requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.